Event description:
The hemostatic valve came off while the physician was withdrawing the balloon catheter from the patient. The physician removed all the products from the patient including the valve.